Manufacturer narrative:
H.6. Investigation: it was confirmed that the 47 sheaths that were returned were returned and yellow, but there were no abnormalities such as deformation or scratches. No abnormality related to this event was found in the manufacturing process of the lot. To date, there have been no similar event reports from other facilities in the lot. H3 other text : see h.10.

Event description:
It was reported that after priming with saline, drug flowed under the filter and closed the roller clamp with a bd interlink primary set 20 2y fltr 250cm. The following information was provided by the initial reporter, translated from japanese to english: after priming the route with saline, drug flowed under the filter even closed the roller clamp.

Manufacturer narrative:
For OEM manufacturing sites: in this MDR, bd corporate headquarters in (B)(4) has been listed as baxter is an OEM manufacturing site. Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after priming with saline, drug flowed under the filter and closed the roller clamp with a bd interlink primary set 20 2y fltr 250 cm. The following information was provided by the initial reporter, translated from japanese to english: after priming the route with saline, drug flowed under the filter even closed the roller clamp.